Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the average tortuous, 99% stenotic mid right coronary artery with severe concentric calcification. First the physician deployed a 3.5x20mm non-bsc stent. Then the physician advanced the 3.5x8mm quantum maverick balloon to the stent and inflated it to 10atms for about 60 seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.